Event description:
It was reported that the right atrial lead was explanted due to sepsis and pocket infection along with lead vegetation. It was confirmed that there was bacteremia and the responsible organism was staphylococcus aureus. Patient condition following the explant procedure was not reported.